Manufacturer narrative:
(B)(4). Batch # r92m3w. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11 and during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. Probable causes for the tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during stomach surgery, the device's clicking sound, when the surgeon closes the jaw, suddenly stopped occurring. There was no patient consequence.